Event description:
It was reported that the patient experienced high blood glucose levels 249 mg/dl due to bent cannula in use of two days and was treated by insulin pump on (B)(6) 2026.

Manufacturer narrative:
E1: establishment name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Post office or zip code: 91325¿1219. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.